Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
A report was received from the USA, stating that the device had damaged component - neuro tip. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.